Manufacturer narrative:
Device was not returned. If additional information becomes available it will be provided in a supplemental report. Device disposition unknown.

Event description:
Surgeon treated a chronic charcot foot in a both columns procedure on a patient that had previously been treated with an external fixator. His feedback included the following: "the 1st met bone plug we removed was too large. I think prior to re-inserting you should measure the depth + cut to size. Trying to tamp the large plug back in destroyed the cartilage of the joint.¿ [provided as a comment on any dissatisfaction with the products and procedure].